Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number.

Event description:
It was reported that the unspecified bd¿ pen needles were found leaking and unable to deliver the correct dose of insulin during use. The following was provided by the initial reporter: material no.: unknown batch no.: unknown. Complaint 3 of 3 - addresses occurrence date 5/12. It was reported the consumer noticed medication leaking from where the needle was screwed to the pen. Verbatim: the patient received teriparatide (rdna origin) injections (forteo) via a prefilled pen, at an unknown dose once daily via for the treatment of osteoporosis. While on teriparatide treatment, she noticed medication leaking from where needle was screwed to the pen. She noticed this leaking from her three teriparatide injections. The leaking happened with each injection when she would take using the bd ultra-fine needles. There was more than one drop of medication leaked each time and did not get actual dose of teriparatide (pc: (B)(4); lot number: unknown). The event incorrect dose administered was considered as serious due to medical significance reason. As of (B)(6) 2019, she was in hospital. Information regarding corrective treatment, outcome of the event and status of teriparatide treatment was not provided. Patient was the operator of the device and her training status was not provided. The device general model duration of use was not provided but started on (B)(6) 2019 and suspect device duration was not reported. The action taken with suspect device was not provided and its return was expected. The reporting pharmacist did not know whether the event was related to teriparatide drug or not but related the event with teriparatide device issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needles were found leaking and unable to deliver the correct dose of insulin during use. The following was provided by the initial reporter: material no.: unknown, batch no.: unknown. Complaint 3 of 3 - addresses occurrence date (B)(6). It was reported the consumer noticed medication leaking from where the needle was screwed to the pen. Verbatim: the patient received teriparatide (rdna origin) injections (forteo) via a prefilled pen, at an unknown dose once daily via for the treatment of osteoporosis. While on teriparatide treatment, she noticed medication leaking from where needle was screwed to the pen. She noticed this leaking from her three teriparatide injections. The leaking happened with each injection when she would take using the bd ultra-fine needles. There was more than one drop of medication leaked each time and did not get actual dose of teriparatide ((B)(4); lot number: unknown). The event incorrect dose administered was considered as serious due to medical significance reason. As of (B)(6) 2019, she was in hospital. Information regarding corrective treatment, outcome of the event and status of teriparatide treatment was not provided. Patient was the operator of the device and her training status was not provided. The device general model duration of use was not provided but started on (B)(6) 2019 and suspect device duration was not reported. The action taken with suspect device was not provided and its return was expected. The reporting pharmacist did not know whether the event was related to teriparatide drug or not but related the event with teriparatide device issue.